Event description:
It was reported that an ilet bionic pancreas generated an alert indicating a motor stall that persisted despite multiple restarts, and the user experienced elevated blood glucose with a reported peak of 280 mg/dl for a duration of a few hours. Symptoms included hyperglycemia without ketone testing, medical intervention, loss of consciousness, or other acute complications. Outcomes included device replacement shipment and education on data sync and device shutdown prior to return. Investigation included customer troubleshooting and education with confirmation of device alert behavior consistent with a motor stall. Investigation of this device revealed a suspected motor drive or infusion mechanism malfunction consistent with a stalled motor event, with no reported external clinical sequelae. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction of the motor/drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.